Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash around breast area from the lifevest equipment. Patient described area as red, pus filled bumps that bleed. Patient reports history of skin allergies. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a hydrocortisone 2.5 for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.